Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose of 837mg/dl. The nurse stated that the needle of the infusion set showed to be cracked and the reservoir appeared to be leaking. It was stated that the customer was on the road and felt sick. No further info was provided.